Manufacturer narrative:
The cast cutter has not been returned to the manufacturer for investigation based on this event. A product return was requested, and the hospital has indicated that the device may be returned in a few weeks. The reported condition of the device causing a cut cannot be confirmed without the product being available for evaluation. A follow-up report will be submitted after a quality investigation is completed.

Event description:
It was reported that the cast cut a patient on the left, internal ankle during an ankle cast removal. To avoid extra sutures, the surgeon incorporated the laceration as part of the initial incision in the procedure that was planned. The procedure was completed, and there were no additional antibiotics or re-hospitalization needed.